Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (upper 200s mg/dl) and a bolus via the pump was delivered to address the high bg. The contact did not know what was causing the high bg and did not report any issues with the pump or supplies. As the high bg was not occurring at the time tandem technical support was called, troubleshooting to determine a cause of the event could not be performed.